Manufacturer narrative:
(B)(4). Visual inspection of the incident device found that the ski guide pin was missing from the ski guide lever that attaches to the handle. The missing ski pin caused the ski guide lever to bend, keeping it from following the internal a-track and making it difficult to unlatch the handle to open the jaws. Reports of missing ski guide pins are being investigated. No patient injuries have been reported as a result of these complaints.

Event description:
The customer reported that approximately 45 minutes into surgery, the device jaws would no longer open. The device was excised from tissue. There was no patient injury.